Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system began a reboot and update in the middle of a case. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system began a reboot and update in the middle of a case. The technical support specialist (tss) identified that the system rebooted due to application failure. Tss ran sfc (system file checker) and dism (deployment imaging and servicing management) tools before updating windows update to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.